Event description:
It was reported that the patient was off anticoagulation due to recurrent gastrointestinal bleeds. The onset date of the gastrointestinal bleeds was said to be on (B)(6) 2018, and they were treated during hospitalization with blood transfusion, colonoscopy, esophagogastroduodenoscopy, and interventional radiology procedure. The patient was taken of anticoagulation and pantoprazole therapy daily. It was later reported that the patient was taken off of anticoagulation in (B)(6) 2018. Esophagogastroduodenoscopy colonoscopy and arterial angiography was performed on (B)(6) 2019 revealed and revealed no active bleeding. Tagged red blood cell scan positive for bleeding, arterial angiography however was also negative for active bleeding. The patient had an inferior vena cava filter placed on (B)(6) 2025. The bleeding was said to had resolved with protonix 40 mg daily and discontinuation of ac.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.